Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance issue. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood in neck region. Analysis revealed open circuit on anode conductive pathway. X-ray showed possible weld issue (coil-to-terminal ring) approximately 17 mm from terminal pin. During the welding process, the wire became molten allowing the wire to pull away from the weld. Along with this, there was evidence of some etfe insulation at the weld, which appeared to hold the wire near the weld.